Manufacturer narrative:
Investigation summary: the account contacted a customer technical advocate (cta) on nov 4, 2004 stating that the controls are out of range low on rbc and hgb. Wbc and plt are on the low side. The background counts for wbc and plt and out of range high. The cta had the account perform a supplemental aperture cleaning with no resolution. The account also mentioned that on event day, incorrect cbc results were reported out of the lab and a medical practitioner questioned the low results. The suspect sample was not rerun. There are dispersional data alerts of the printout. The low results were underlined and the letter "l" was printed in the flag field. The sample was later sent to a reference lab and results did not match the account's results. The background count and the controls were in range at the time the suspect sample was run. Resolution: a field service engineer (fse) was dispatched to service the instrument. The fse examined the instrument and found precision problems. He discovered that the teflon was worn and loose at the plunger inside the barrel of the sample syringe and also found the detergent input line to be loose at the connection in the front flow panel. He replaced the sample syringe and performed a preventive maintenance that included the replacement of all the tubings on the instrument. After servicing the instrument, he ran three precision runs and they were all within specifications. All three levels of controls were run and were within range. Trending analysis: a review of the complaint analysis trending for three months in 2004 did not indicate an adverse trend for this issue on the cell-dyno 1700 system. Labeling: a review of labeling indicates that the issue is addressed in the cell-dyn system 1700 operator's manual in the principles of operation and operational messages and data flagging section. The issue is also addressed in the service and maintenance and nonscheduled maintenance frequency section. This is the final report.

Event description:
An abbott customer technical advocate (cta) was contacted with regard to a hemoglobin result generated on a cell-dyn 1700 analyzer that was questioned by a physician. A hemoglobin value of 7.9 g/dl was reported. The specimen was sent to a reference lab that obtained a value of 13.7 g/dl. A corrected report was sent out. Qc was in range at the time, but a week later was out of range. The 7.9 g/dl hemoglobin result had a dispersional data flag alerting the user that the value was outside the established normal range. No impact to patient management was reported.